Manufacturer narrative:
The device and lead were returned and are undergoing laboratory analysis. This report will be updated when analysis is complete.

Event description:
It was reported that during an implant procedure, this pacing lead was attempted to be re-inserted into the pacemaker. However, the terminal pin had become lodged in the right ventricular (rv) port and then broke. The lead and device were returned for laboratory analysis. No adverse patient effects were reported.

Manufacturer narrative:
The device and lead were returned and are undergoing laboratory analysis. This report will be updated when analysis is complete. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. High power visual inspection confirmed the tip of a lead was broken off inside the rv lead barrel. The back of the header was cut off and the lead tip was pushed out of the lead barrel. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the lead tip becoming stuck within the device header.

Event description:
It was reported that during an implant procedure, this pacing lead was attempted to be re-inserted into the pacemaker. However, the terminal pin had become lodged in the right ventricular (rv) port and then broke. The lead and device were returned for laboratory analysis. No adverse patient effects were reported.